Event description:
Customer states that slot a does not read the battery. No pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.